Event description:
Serfas energy 90s probe (279-351-100), sales representative reports that a piece of the white ceramic at the distal tip fell off into the patient. The piece was recovered right away without any problem.

Manufacturer narrative:
The complaint device has not been returned to manufacturer. Additional information will be provided once investigation is completed.